Manufacturer narrative:
H6: eval: results: visual inspection of the returned product showed that there were two small tears in the optic and there was a clear surgical residue on the lens.

Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and lens was torn during insertion. The incision was enlarged to remove the lens and sutures were place to required to close the incision. The reporter stated the incident was caused by a loading error.